Event description:
The healthcare provider reported injecting 1cc of evolysse form into the lips of a patient. Two (2) days post injection, patient experienced lumps, bumps, pain, and blistering. The hcp dissolved some of the product, but pain did not resolve.